Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 16atms on the second inflation post ivus. The lesion being treated was located in the average tortuous, extremely calcified, and 90% stenotic mid left anterior descending artery (lad). At pre-ivus the physician was unable to cross the lesion so the lesion was ablated with rota which increased its size from 1.5mm to 1.75mm which allowed ivus to cross. After ivus crossed the lesion was dilated with quantum maverick balloon which ruptured on the second dilation at 16atms. The procedure was successfully completed with a 3.5x20mm quantum maverick balloon. Pt's status is listed as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.